Manufacturer narrative:
Result: timing link; siderail.

Event description:
It was reported by service report that the head timing link was broken and the siderail could not be locked into position. No pt involvement or adverse consequences are reported.